Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that her blood glucose was 500 mg/dl and 600 mg/dl last night and yesterday. Customer stated that she contacted her doctor who referred her back to the helpline. Customer stated that she was not using the insulin pump but the infusion set was still on. Customer stated that she noticed a bent cannula last night. Customer stated that the cannula was straight today. Customer treated with an insulin injection. Customer ran a manual prime and the insulin did exit the tubing. Customer had 2 no delivery alarms and a low reservoir alarm in the in alarm history. Customer stated that she changed out the infusion set. Customer stated that she does not have a tubing clamp. Customer was advised that she will be sent one and to call back to continue troubleshooting when she receives it. Customer was advised to do a complete set change. Customer stated that the site was not sore or irritated.